Event description:
The secure strap tacker spring load mechanism was not working correctly and the straps were not deploying properly. The tacker was replaced and the loose straps were removed from the patient by dr before the new tacker was used. The new tacker worked properly.